Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station and reviewed the data sync debug log, finding no communication issues. On the server, under sync info, the last upload, last download, last published, and last heartbeat were all current. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es were not syncing with the network for inventory restock reports nor were they receiving patient information from our ehr. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.